Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime at 2.5 lbs during priming test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received 4 motor error alarms in a 30 day period. Customer received motor error alarm during the prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.